Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure, one symplicity spyral catheter was used to treat the hepatic arteries. On the same day post procedure, patient experienced bradycardia during hepatic denervation. Medications were administered to treat the event. There were no patient symptoms/injuries related to this event. The patient recovered.

Manufacturer narrative:
Additional information: the patient received atropine and the bradycardia resolved. Correction: during the index procedure, one symplicity spyral catheter was used to treat the left and right renal arteries and the hepatic arteries. Two launcher guide catheters were also used during the index procedure. During the procedure, the patient experienced bradycardia during hepatic denervation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.